Manufacturer narrative:
(B)(4)

Event description:
This lead had dislodged due to patient anatomy. Another, longer lead was attempted, but the patients anatomy made it difficult to implant. The decision was to leave this lead in place. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.